Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer inadvertently delivered a 10 unit bolus. The customer's blood glucose (bg) level subsequently decreased to 46 mg/dl. The customer's coworker provided assistance and the customer consumed glucose gels, jelly beans, juice, and a salad to address bg. Customer acknowledged the issue was due to user error and pump was performing as intended.